Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to perform functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test due to cracked and bleeding lcd glass. Insulin pump received with cracked case on display window corners, minor scratched lcd window, cracked lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer called to report damage to the insulin pump. Customer stated that the damage happened as a result of a car accident. Customer stated he had a low blood glucose episode while driving which resulted in a car accident. Customer's blood glucose at the time of the incident was 38 mg/dl. Customer was treated with glucose by the fire department and emergency medical technicians. Customer reported a damaged display screen on the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.